Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, when the device was connected, the error message "contact olympus" was displayed. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the scope communication error b30 was displayed on the monitor.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. There was an error in the scope ID. There was a leakage due to a hole in the universal cord or video cable. The insertion section was damaged. The adhesive of the bending section rubber was damaged. There was an abnormality in the appearance of the connector. Due to the stretch of the angle wire, the angulation was insufficient. The connector seal was peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.